Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed, eccentric de novo lesion was located in a mildly calcified and severely tortuous right coronary (rca) artery. The physician advanced the 2.5mm x 12mm apex monorail balloon catheter to the lesion. The balloon was partially inflated to 4atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.